Event description:
The customer reported to olympus that the ultrasound was working on the evis exera ii ultrasonic bronchofibervideoscope, but there was no image. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. In addition to the findings reported, the following nonreportable malfunctions were identified: there was no data, due to corrosion on electrical connector; bending cover was leaking; scratches on distal end; bending section cover had a hole and glue was cracked; image guide breakage; fluid and dry corrosion on electrical; low angulation and balloon channel label was peeling. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, as the device was not sent to the legal manufacturer, a further cause could not be presumed. Regarding the reprocessing of the device, the following description is found in the instruction manual (revision no. 13) - it is determined that this description may prevent from indicated phenomena: "caution: always remove the water-resistant cap before ethylene oxide gas sterilization. If the water-resistant cap remains attached during ethylene oxide gas sterilization, the air inside the endoscope will expand and could rupture the covering of the bending section and/or damage the angulation mechanism." Olympus will continue to monitor field performance for this device.